Manufacturer narrative:
Analysis of the device on return to cochlear was a device failure (as per the dar). This report is submitted on aug 24, 2021.

Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to pain at implant site and the patient was reimplanted with a new cochlear device.